Event description:
It is reported that the screw head fractured off while being inserted. The fractured piece remains in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.